Event description:
It was reported that the tab at anterior end of foot plate broke. The foot plate broke 7-8 weeks after application. The patient was weight bearing in frame. The patient is a male, above average weight.

Manufacturer narrative:
The associated complaint device was not returned. A review of the provided pictures confirmed the stated failure. The device fractured in half. A review of complaint history did not reveal additional complaints for the listed device. The medical investigation concluded that without the requested clinical information a thorough medical investigation cannot be rendered. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Should any additional clinical information be provided this compliant will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.